Event description:
The clinician reported that 9 months after the dental implant was placed in ada site 20 in the patient's mouth, the implant lost osseointegration. The clinician reported the patient's tenderness when torque was applied. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.